Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60 indicating a device malfunction as it was giving a 1122 "blower temperature high" alarm error. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The biomedical engineer (bme) called technical support to report that a 1122 "blower temperature high" alarm error occurred. The bme was able to replicate the issue and confirmed that the 1122 error code was logged in the event log. No accessories, including third-party devices, were being used that may have contributed to the issue. The remote service engineer (rse) performed troubleshooting with the bme and informed the bme that the manufacturer recommended following steps according to the v60 service manual to correct the issue. The rse also provided the bme with the part number and price of the replacement blower assembly for repair. Based on the information provided and/or service performed, it was confirmed that the device did not meet product specifications. The alleged malfunction impacted the user¿s ability to use the device properly. This investigation is ongoing.